Event description:
It was reported that the patient underwent a gynecological procedure to treat sui and pop on an undisclosed date and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, urinary problems and scarring. It was reported that patient underwent mesh revision on (B)(6) 2009 by dr. (B)(6) due to erosion and on (B)(6) 2011 by dr.(B)(6) due to extrusion.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced stress urinary incontinence, hematuria, urgency, nocturia and dyspareunia. It was reported that patient underwent mesh removal on (B)(6) 2011 by dr. (B)(6) due to vaginal mesh extrusion at (B)(6).